Event description:
Reporter alleged obtaining discrepant blood glucose values of 375 mg/dl back to back with a result of 86 mg/dl when testing was performed 3 minutes apart as well as a result of 87 mg/dl versus 154 mg/dl performed 8 minutes apart on the compact system. It was stated the comparative results were found in the system memory while the reporter was troubleshooting on the telephone with the manufacturer. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.